Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 19-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a scanner failure. A field service engineer accessed device manager and uninstalled all biometric identifier (bio-ID) drivers, then rebooted the machine. After reboot, it was verified that only the correct driver was installed. The customer logged into the machine multiple times and confirmed normal operation with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the biometric identifier scanner was not working. The finger scanner started flashing and froze the pyxis screen, preventing access to locked meds. The user said the light stayed solid and did not turn off.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.